Event description:
It was reported that after being used to post-dilate a stent, the powersail separated inside the guiding catheter as the balloon catheter was being withdrawn from the patient. Both segments of the catheter came out with the guiding catheter as it was removed from the patient. No patient injury was reported.